Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the reservoir tube lip. The insulin pump was received with minor scratched display window and case. The insulin pump was received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed motor error. The customer¿s blood glucose level was 346 mg/dl at the time of the incident. The customer was already at the hospital and declined to troubleshoot the high. The customer was able to rewind the pump but got another motor error alarm. Troubleshooting for the motor error was completed but did not resolve the issue. The insulin pump was returned for analysis.